Event description:
The patient was moved to the telemetry floor for monitoring after completion of the pacemaker procedure. At 5:55 pm the patient went into ventricular tachycardia, followed by ventricular fibrillation. The physician in attendance intubated the patient and CPR was started. The cardiologist was notified and responded to the code. They coded the patient for 30 minutes. The patient received multiple rounds of epinephrine and was cardioverted multiple times, but no restoration of rhythm was present. Death was pronounced at 6:30 pm.